Event description:
It was reported that, during the transurethral ureteral stent placement procedure using the percuflex urinary diversion stent, the stent was found kinked. Another of the same device was used to successfully complete the procedure. No patient complications were reported. Analysis of the retuned device identified that the stent shaft was broken.

Manufacturer narrative:
Block h6: imdrf evaluation code c070601 captures the reportable event of stent shaft break. Block h11: the returned percuflex urinary diversion stent was analyzed, and a visual evaluation noted that the stent coil was kinked, and the stent shaft was detached, the part detached did not return. Based on the most relevant information, is possible to conclude that there was evidence of unintended use related with the event reported stent kinked. It is probable that the problem was caused due to the interaction between the guidewire and the stent device as well, such as the handling of the device could have contributed with the complaint event reported. Therefore, an investigation conclusion code of unintended use error cause or contributed to event has been assigned to this investigation.